Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was experiencing high blood glucose. The customer's blood glucose was 440 mg/dl. Customer had treated their blood glucose with a bolus delivery. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. It was also found the customer did not have a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. Customer's blood glucose was 288 mg/dl at the end of the call. No additional information provided.